Manufacturer narrative:
The failure investigation has been completed and the alleged touchscreen issue was verified. Duplication testing was performed and no failure was identified related to the reported high blood glucose issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was unresponsive. The customer experienced an elevated blood glucose level (bg). Reportedly, the cause of the elevated bg was unknown and was corrected via the administration of a manual injection. Reportedly, customer reverted to manual injections for insulin therapy.